Event description:
Reportedly, customer contact noticed that while the surgeon was implanting an unknown mitral valve, one of the sutures came loose around the stent posts. Specifically at the knot end down by the base. The suture was not able to be found and the valve remains implanted.

Manufacturer narrative:
(B)(4) - lost suture. Evaluation method: device not returned. Additional manufacturer narrative: attempts have been made to obtain more information, however, none has been received.